Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Anticipated but not begun.

Event description:
It was reported that the wake button was loose. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.

Manufacturer narrative:
H3. H3.